Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24166. It was reported the patient has experienced pain with stimulation from the model 3225 lead since it was implant. Diagnostics indicated low and high impedance readings. The patient is currently not receiving stimulation via the model 3225 lead. The patient is to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.